Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-07415. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular channel on both the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. No changes or interventions were performed. The patient was in unknown condition.